Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to hydrogel injection. The procedure was performed under local anesthesia. Later on, (B)(6) 2023, the patient's physician procedure outcome was an intra prostatic injection. No patient complication has been reported due to this event. The patient radiation treatment has not been delayed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code: a1502 captures the reportable event gel misplaced - non-vascular.